Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six weeks post implant the patient developed an infection and pocket erosion. The implantable pulse generator (ipg) system was explanted. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.